Event description:
It was reported that the device was unable to be interrogated. Hv therapy was disabled and returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. . The reported inability to interrogate was confirmed in the laboratory. The device was tested on the bench and was found to be in backup vvi due to a parity error. The cause of the parity error could not be determined.